Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the response buttons were non-functional. Upon evaluation, the rear response button cable was creased. The cause of the inability to activate the device is the damaged cable. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A u.s. Distributor contacted zoll to report that a patient's monitor would not activate when pressing the response buttons.